Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) in 2007, and alleged that the meter was reading inaccurately low. The patient stated that she began to experience stomach pains for approximately one week. During this time her results were "normal." She obtained results in the "100mg/dl range." She visited the school nurse, who advised her to take ibuprofen. The patient thought she had the stomach flu. She also reported being very thirsty. She tested her blood glucose at approximately 6:30 pm and obtained a result of 150 mg/dl. She was experiencing an upset stomach and chest pains at the time of testing. She went to the emergency room at approximately 11:00pm because of her symptoms. Her blood glucose was tested on the hospital meter with a result of "hi" and a lab test was performed with a result of 975 mg/dl. The patient was admitted to the hospital with a diagnosis of dehydration and hyperglycemia, where she was treated with IV fluids and insulin. She was discharged in the morning. The patient is on an insulin pump, which administers humalog insulin. Her bolus dose is based on her meter results (100 subtracted from her blood glucose result divided by 25). The technique for testing her blood glucose was correct, however, the technique for cleaning the puncture site was not correct. The patient did not have any control solution to troubleshoot. This complaint is being reported as the patient alleges she was obtaining normal blood glucose readings, while experiencing symptoms and was later treated for hyperglycemia. A replacement meter has been sent.